Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling.without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report that the device self discharged. The log observed the device turned on in AED mode. As a result of the analysis, the device advised a shock 2 times. Both times the shock was delivered to the patient as a result of the "shock" button being pressed by the user (120j and 150j). In AED mode, when the device performs an analysis, the device charges to the set energy in the background. However, the r series device cannot deliver energy by itself, the user has to press the shock button physically in order to shock the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.